Event description:
It was reported that during use on a patient, the device automatically shut down after a sudden sound. The ventilator was replaced in a controlled manoeuvre. There were no health consequences for the patient reported.

Manufacturer narrative:
The user facility did not involve the local dräger s&s organization into examination of the device and potential repair measures. No further information such as e.g. A log file could be obtained. Hence, a case-specific evaluation is not possible for the manufacturer. Since a complete shut-down was reported, a causal connection to loss of electrical power seems to be likely. This can occur due to a loss of mains power supply and/or a depleted/overaged internal battery. The device is equipped with an internal battery that serves as a fail-safe mechanism for mains power losses. The battery condition shall be checked in regular intervals, a preventive exchange is recommended in an interval of two years. The device is more than 10 years old and, the state of preventive service measures is unknown to dräger. There are however other scenarios imaginable and, a differentiation is not possible with the given information. It can finally be concluded that the device responded as intended upon an error condition of unknown origin - an alarm was posted to alert the user to the shutdown. In switch-off state the airway system is open to ambient to enable spontaneous breathing. H3 other text : device not available for investigation.